Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual and scanning electron microscopy inspections and analysis were performed on the returned device. The reported rupture was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty of balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the coronary diagonal artery, a 3.25x15 mm nc trek balloon dilatation catheter (bdc) was reported to have ruptured at 18 atmospheres. A new same size nc trek bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.